Event description:
According to new information received, the patient awoke from the coma and is now stable.

Event description:
During placement of a 25mm amplatzer pfo occluder (pfo), the patient coughed resulting in an air embolism. The pfo, still attached to the delivery cable, and 10f amplatzer torqvue 45 delivery system were removed and the patient was stabilized. However, when the patient awoke still under mild sedation, he had difficulty moving the left side of his body. The patient was placed in a hyperbaric chamber. Currently, the patient is in a coma. According to the physician, the adverse event was not caused by the device.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).